Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) performed a functional test and observed the customer motor unit to operate as intended. The srt confirmed power cord continuity from motor end to connector end. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the unit acted like there was a short in the cord. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on june 5, 2017: the sternal saw issue occurred during set-up. The saw system is tested prior to the patient arriving in the operating room. During test, the saw would run, then stop, then run, then stop. It did not continuously operate. The saw was not used for the procedure and a back-up was used.